Event description:
Therapeutic thoracentesis attempted. Fluid from small anesthsia needle, not from thoracentesis with needle. Anotehr attempt failed. Found to have occluded thoracentesis catheter. Needle to get new kit, no evidence of pneumothorax or complication.